Event description:
Information was received from a consumer via a manufacturer's representative (rep) on 7-sep-2016 regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported there was an alleged overdischarge. It was noted that the patient had not used spinal cord stimulation (scs) in a while but always kept up with charging and charged about 3-4 hours each time. The patient charged normally some time last week in which they charged with full bars and when they checked the device after 2 hours of charging, the recharger had lost telemetry with the implantable neurostimulator (ins). The rep noted that the patient tried to charge monday or tuesday of this week and was not able to charge. The rep met with the patient yesterday and did one physician mode recharge (pmr) but the device never went to a normal recharging session and they never saw a power on reset (por). It was noted that the patient had never been overdischarged before. No patient symptoms were reported regarding this event. Tional information received from the rep on 22-sep-2016 reported that she had tried to jump started the battery over 6 times with no success. Further actions/interventions planned to resolve the overdischarge included the patient having a battery change.

Event description:
Additional information was received from the patient stating that they had been having issues with recharging the implant. They were charging like normal and two hours in they went to check on the recharger status but the only screen that showed up was the reposition antenna screen. They stated that normally it takes them 3-4 hours to charge up completely. The patient followed-up with their manufacturer representative (rep) and performed troubleshooting and confirmed it was an issue with the implant. The rep told them their implant could potentially be flipped. The reason for the call was that the patient had a replacement surgery scheduled for (B)(6) 10 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.